Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Functionally the loading unit was loaded into a pmv representative handle. The loading unit was inserted through a pmv representative 12 mm trocar. There was no difficulty inserting the loading unit through the trocar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, at the first firing, when inserting the product through the 12mm port, the cartridge got stuck inside the port and it was very difficult to insert. The procedure was completed with another device. There was no patient injury.